Event description:
Boston scientific received information stating the patient experienced an infection. Implant date (B)(6) 2009 information received from medical person: (B)(6) hospital , (B)(6), canada. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).